Manufacturer narrative:
Two opened blade assemblies and one opened hub/blade assembly were received in a small parts tray with an infusion cannula for the report of leaking. The returned trocar cannula/hub assembly was visually inspected and was found non-conforming with an open valve. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown. An internal investigation has been opened to address reports of similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valve during surgery. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.